Event description:
Report received with the following information: the patient had a cardiac catheterization in 2001 and was closed with a perclose device. The document alleges "complications following the cardiac catheterization" without further explanation. Additional information has not been received.